Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) product type product ID 97755-s serial# (B)(6) implanted: explanted: product type recharger product ID m943899a serial# unknown. Product type accessory product ID 97745nt serial# (B)(6) product type h3:analysis of the 97755-s recharger (rtm) (serial number (B)(6)) revealed that complaint was unable to be verified, found no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID 97745nt, serial# (B)(6). Analysis of the 97745nt programmer (ptm) (B)(6) revealed that complaint was unable to be verified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the controller shorted out and was no longer functioning. Pt confirmed that the controller was blank/unresponsive and would not power on. Pt said that they already talked to tech support who said that they might need the device reprogrammed. Pt said that the controller kept constantly saying cannot find device. Pt said that they had the controller charging from the ac power supply for 24 hours and that they reset the controller a few times, however the controller would not power on or even flash like it was charging. Pt said that the controller had flashed between charging and can't find device when the controller then shut off completely and wouldn't power back on. Agent advised the pt to call ps back once they had all equipment present. The patient also reported that the recharger was getting very hot. Patient (pt) called back in with controller and repeated issue from this case. Agent had pt reset controller and plug into ac power supply with no battery pack; memory problem screen appeared. Pt reinserted battery pack and saw blinking green light. Pt updated date and time. Pt stated they have seen device not found screen multiple times with and without the recharger. Pt also stated they have seen a battery empty message. Pt has tried to meet with mdt reps 3 times but told pt they have done everything they can and to call pt services to replace the controller because it is a "device malfunction". The patient also reported that they had a broken belt. A replacement controller, belt, and recharger were sent out.  Additional information was received from a patient (pt). It was reported that after receiving their replacement controller they have been unable to charge the implanted device. They received a replacement recharger as well. Pt was unable to advance past checking the recharger. They tried with their replacement recharger and previous recharger and were not able to advance past checking the recharger with either. A replacement controller was sent out.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt (serial: (B)(6) ); product type: brand name intellis; product ID 97755-s (serial: (B)(6) ); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.